Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided hydrothorax percutaneous drainage procedure using the navarre opti drain catheter. Post the procedure on may 10, 2026, it was noted that there was leakage in the small hole of sure-lok tm component. The procedure was completed using another device. There was no reported patient injury.

Event description:
The patient underwent an ultrasound guided hydrothorax percutaneous drainage procedure using the navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was noted that there was leakage in the small hole of sure lok tm component. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The first photo shows a complete view of three drainage catheter, in which a thread is observed protruding from the two catheter hubs. The second photo shows a partial view of two drainage catheter, in which a thread is observed protruding from a small hole in the catheter hub. The third photo shows a partial view of a single drainage catheter, with no thread observed. However, the reported fluid leak cannot be confirmed without a video or physical sample. The investigation is inconclusive for the reported fluid leak issue for three devices, as the provided evidence was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.